Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) which was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred shortly after the initiation of a patient¿s hemodialysis (hd) treatment. The machine alarmed appropriate for blood leak. Blood was not visually confirmed in the dialysate, however, blood test strips were used and confirmed the presence of blood. The nurse reported that there may have been a crack in the bottom area of the dialyzer but there was no external leakage. The patient¿s estimated blood loss (ebl) was noted as being approximately 150ml as the patient¿s blood was not returned. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.